Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The biomedical engineer (be) reported that the device was repaired and tested (passed); the device was then returned to service. A follow up for clarification was performed with the be, and it was reported that a preventative maintenance (pm) was performed, and that after performing the pm, the issue could not be duplicated.

Event description:
Philips received a complaint from the biomed, reporting that the v60 ventilator displayed an error code (proximal pressure censor auto zero failed). It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.